Event description:
It was reported that during a therapeutic endoscopic bronchial valve insertion, there was a small plastic piece of the bronchovideoscope's distal tip that chipped and broke into the patient. The procedure was prolonged for less than 30 minutes and completed using the same device. There were no reports of further patient harm or any medical/surgical intervention.